Manufacturer narrative:
H3 quality assurance engineers have examined the catheter that you have returned and have determined, when comparing it to a known failure of this type, that the catheter was sheared due to continuous bending and restraightening.

Event description:
Upon removal of suprapubic catheter, it was noted only 1 inch of catheter was removed. Subsequent x-ray showed approximately 15-16 cm.remained in the bladder. Piece was subsequently removed.